Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damaged occured. A 2.25 x 38 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was damaged. The procedure was completed with a different device. No patient complications nor injuries were reported.